Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. The left ventricle was perforated by the ablation catheter. The catheter was visualized outside of the left ventricle mapping area. The physician utilized the ultrasound and noted a pericardial effusion was seen. The physician then performed a pericardiocentesis procedure and drained approximately 500 mls of fluid from the pericardial space. The caller stated that patient's effusion remained and the patient was being transferred to the surgery department. After reviewing the procedure, the maximal ablation catheter force seen during the procedure was 16 grams. The caller noted that no ablation was performed. Additional information received indicated the physician's opinion on the cause of this adverse event is that it was procedure related. The patient is fully recovered and did not require extended hospitalization. The patient did not require cardiac surgery. No ablation was performed, the issue occurred during the mapping phase.

Manufacturer narrative:
On 1-may-2024, additional information was received indicating the patient did not require surgical intervention. As such, field h6. Health effect - impact code has been updated from surgical intervention (f19) to recognised device or procedural complication (f15). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).